Event description:
It was reported by the patient that their heart rate was "in the mid 40's" and they had thought their device was set at 60. The patient was advised to contact their physician regarding their device setting and any symptoms. Follow-up with the patients clinic revealed the patient has not been recently seen or contacted their physician. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.